Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed multiple reboots occurred on (B)(4) 2013. Visual inspection revealed that the battery compartment and cap were intact with no physical damage. The pump was exercised for 24 hours with no power issues occurring. The pump was opened for investigation and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient's pump had been powering off without notice. The reporter stated it started four days ago. The reporter stated that the patient will verify screen and continue with the ez prime function. The patient denied trauma or damage to the pump. The reporter stated that the battery cap and cartridge caps are secured appropriately. The reporter denied moisture ingress. There is no reported adverse event with this complaint. This report is made based on the allegation of the intermittent power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.